Manufacturer narrative:
No button error alarm or unexpected reset was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 350 mg/dl, which was treated with a manual injection. The customer stated that she may have bumped the insulin pump against something. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.